Event description:
It was reported that during a procedure to explant the related pacemaker, the physician observed that the insulation at the distal portion of this right atrial (ra) lead was missing (eroded). Approximately 2-3 cm of the insulation was missing at the distal end. The patient had been in paroxysmal atrial fibrillation for the last 5 years; therefore, the pacemaker was programmed to a ventricular-inhibited mode (vvi), and as a result no lead tests were performed. It is unknown as to why the issue with the lead was not detected earlier. Subsequently, this lead was surgically abandoned (capped). The patient was implanted with a competitor's system. No additional adverse patient effects were reported.

Manufacturer narrative:
This additional report is being submitted to include the investigation conclusion of cause not established. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a procedure to explant the related pacemaker, the physician observed that the insulation at the distal portion of this right atrial (ra) lead was missing (eroded). Approximately 2-3 cm of the insulation was missing at the distal end. The patient had been in paroxysmal atrial fibrillation for the last 5 years; therefore, the pacemaker was programmed to a ventricular-inhibited mode (vvi), and as a result no lead tests were performed. It is unknown as to why the issue with the lead was not detected earlier. Subsequently, this lead was surgically abandoned (capped). The patient was implanted with a competitor's system. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.